Manufacturer narrative:
Block b3: exact date unknown, event occurred october of 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming. It was noted that a lead had high impedances. The patient underwent a lead replacement procedure and the explanted device was not returned. There were no reported complications postoperatively.